Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 350 mg/dl, 147 mg/dl, and 400 mg/dl. No actions taken based on the device results. No adverse event related to the device was reported. Requested return of suspect device, however, customer has discarded the test system; replacement was sent.